Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had repeated and frequent occlusion alarm issues. The patient had experienced blood glucose (bg) values ranging from 40 - 400 mg/dl with no symptoms, requiring no unusual treatment. The occlusion alarm issue occurred with multiple sets of cartridges/infusion sets, and after the hcp adjusted the basal rates. The patient did prime while attached following occlusion alarms, with 8-9 units infused. This complaint is being reported because the patient experienced hypoglycemia related to the use error of priming while attached, and because the occlusion alarm issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered as the patient primed while attached to the pump. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:. The complaint was verified in the history but could not be duplicated during the investigation. The black box for event date is overwritten; the alarm history shows evidence of multiple occlusion alarms. A rewind, load cartridge, and prime steps performed successfully with no alarms.. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately returned battery cap/returned cartridge cap used to complete testing.